Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited "communication module intermittent connection" alarms. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: d4: complete UDI - (B)(4). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device in used condition. A review of the event history log found a high alarm displayed: communication module intermittent connection. During the functional testing, the customer reported problem regarding the charging blocks or power module was confirmed but no other issues were found. A defective communication power module was likely the cause of the issue. A new communication power module is recommended to be purchased. The downstream occlusion sensor was replaced to address the error code "46440" message. Keypad, overlay, and back label were also replaced.